Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2014, model: 419688, lead; implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) had triggered recommended replacement time (rrt) in less than four years. Therefore the device did not meet the customer's longevity expectations. The device was removed and replaced. No patient complications have been reported as a result of this event.